Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, the heartstring iii proximal seal would not deploy due to user error. The operating room nurse stated that the surgeon often has this problem when using the heartstring iii proximal seal system; and that she (understanding the product and its use) always pays particular attention when he is using it. The operating room nurse stated that the surgeon consistently struggles with the product and does not like to take instruction from her. It is unk how the procedure was completed. The hosp reported no pt effects. The product was returned.

Manufacturer narrative:
The device was returned to cardiac surgery on (B)(6), 2010, for investigation. A supplemental report will be submitted when the investigation is completed. Internal file number - (B)(4).